Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab result provided by end-user at time complaint was filed: inratio: 1.2; reference: 2.6; mean: 1.90; confidence-limits: 1.3-2.7. The 2.1 inr for inratio was omitted from comparison test due to insufficient lab result. The mean of the inratio meter and comparative system inr were calculated. Inratio falls outside the limits, so the criteria is not met and the value is discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation when meter is returned. Biosite has received meter (B)(4) and 5-strip ln 214540. No corrective action is required as no product deficiency was established. In-house accuracy test: test date: donor 3, donor 4. Returned meter: (B)(4); in-house meters: (B)(4). Returned strip ln: 214540. Comparative sys: sysmex 560; 2 therapeutic donors. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. These meet the above criteria. No further action is required. No corrective action is required as no strip deficiency was established.